Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 07/10/2017 to report battery damage and leaking dark fluid from her purely yours breast pump during usage on battery power on (B)(6) 2017. Customer states she heard a loud pop sound from the battery compartment followed by leaking black fluid from the pump base. She denies any contact with the battery fluid when this event occurred therefore she was not burned.